Event description:
Zoll customer support contacted a (B)(6) male, pt, to exchange his monitor. The pt's download revealed numerous abnormal shutdown flags. The pt was issued a replacement.

Manufacturer narrative:
Device eval summary: device evaluation of monitor (B)(4) has been completed. The reported problem (abnormal shutdowns) has been confirmed. The cause of the abnormal shutdowns is a disruption in belt communication. Review of the pt's flags confirmed that there were 29 abnormal shutdown flags due to belt communication issues. Upon evaluation, the belt would not lock into the monitor. The cause of the belt communication issues is a damaged monitor belt connector. The root cause of the damaged belt connector cannot be positively identified but is likely physical abuse. No adverse event resulted from the defective monitor belt connector. The pt received a replacement monitor.